Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was no bluetooth connection between the g5 transmitter and the g45 application. The other bluetooth devices were forgotten on the smart device and it was rebooted. A new sensor session was started with a new transmitter and the new transmitter paired. No additional event or patient information is available.